Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- screw catalog#:855380085 lot#:unk, screw catalog#:855355090 lot#:unk, screw catalog#855355080 lot#:unk, screw catalog#:855355085 lot#:unk, screw catalog#:855355085 lot#:unk, screw catalog#:855045516 lot#:unk, screw catalog#:855045536 lot#:unk, screw catalog#:855045536 lot#:unk, screw catalog#:855045536 lot#:unk, screw catalog#:855045536 lot#:unk, screw catalog#: unklot#:unk . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09436.

Event description:
It is reported that the patient underwent a femoral trauma plate fixation revision due to a fracture of the plate and screw. It was reported that the fracture may have been due to pseudoarthrosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products confirmed the plate and screw were fractured. Sem analysis of the locking plate sample showed largely smeared and contaminated fracture surface, which did not reveal the primary fracture mode and crack initiation site. Sem analysis of the locking screw sample showed that it fractured due to reverse bending fatigue. Radiographs were provided which revealed that there is transverse breakage of the plate, at the level of the distal femoral diametaphysis. At the same level, there is a comminuted fracture of the distal femoral diametaphysis with butterfly fragments. There are approximately 1/2 shaft width medial displacement and mild lateral angulation of the major distal fracture fragment. 2 cerclage bands encircle bone fracture fragments at the distal femoral diametaphysis, one of the cerclage band is broken. Mature hypertrophic periosteal callus is present at proximal and distal femoral fracture fragments medially but without bridging callus, having the radiographic appearance of a pseudoarthrosis. Bones are noted to be generally osteopenic. A potential cause for plate fracture is chronic nonunion with the development of pseudoarthrosis rather than fracture healing. This situation resulted in increased stress on the plate at the level of nonunion and eventual plate breakage. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A likely root cause for the plate breakage is osteopenia leading to pseudoarthrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a femoral trauma plate fixation revision due to a fracture of the plate. It was reported that the fracture may have been due to pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of radiographs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A likely root cause for the plate breakage is osteopenia leading to pseudoarthrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.